Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with right salpingo-oophorectomy, sacral colpopexy, paravaginal defect repair, and posterior repair adhesiolysis. It was reported that following insertion the patient experienced pain, infection, urinary problems, and dyspareunia. It was reported that the patient underwent pinnacle mesh insertion, sacrospinous ligament fixation, and anterior colporrhaphy on (B)(6) 2009 due to cystocele with loss of lateral and apical support. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(6). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01294. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, painful urination, frequency, urgency, flank pain and burning, abdominal pain, nausea, and low back pain.

Event description:
It was reported that following insertion the patient experienced urinary tract infection, painful urination, frequency, urgency, flank pain and burning, abdominal pain, nausea, and low back pain.